Event description:
A raystation 5.0.2 user reports that the radiation target (ptv) as specified in raystation was moved. A patient was treated the first fraction with an incorrect location of the ptv. No impact on the outcome of patient treatment is expected. The incident occurred around (B)(6) 2020. Plan approval in raystation was used, effectively locking all delineated structures so we are confident that the ptv was moved before the plan was approved for delivery. User review at approval failed to detect the incorrect ptv. Based on discussions with the user, it is likely that the ptv was moved unintentionally by the user by accidentally clicking the "set to slice intersection" in the patient modeling menu. The user was working from home on a small laptop screen, probably due to the covid-19 situation as this would not be normal use of the device. Preliminary assessment is that there was no malfunction of the device. The system log files have been requested, but not yet received.

Manufacturer narrative:
The ptv was moved unintentionally by the user who accidentally clicked the "set to slice intersection" in the patient modeling menu. The user was working from home on a small laptop screen, probably due to the covid-19 situation as this would not be normal use of the device. There was no malfunction of the device. The system log files have been requested.

Event description:
Follow-up of report rsl: MDR (B)(4) target roi moved before approval. No serious adverse events occurred. Use error. A raystation 5.0.2 user reports that the radiation target (ptv) as specified in raystation was moved. A patient was treated the first fraction with an incorrect location of the ptv. No impact on the outcome of patient treatment is expected. The incident occurred around (B)(6) 2020. Plan approval in raystation was used, effectively locking all delineated structures so the ptv was moved before the plan was approved for delivery. User review at approval failed to detect the incorrect ptv.t.